Manufacturer narrative:
Serial number of power supply has been requested, but not yet provided. Manufacture date cannot be determined without serial number.

Event description:
Following review of service records, ge identified that a power supply (toroid w series isolation transformer, weighing 13lbs) used in conjunction with the maclab monitor allegedly fell to the floor. The power supply was located on the third slot of a monitor suspension tray. It was determined that the power supply is a product supplied with the maclab by ge. This power supply was allegedly put on the monitor tray by in-house personnel. It is unknown how it was attached to the tray or whether it was ever attached to the tray. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.